Event description:
It was reported that the device alarmed during an unspecified infusion. The user open the door and noticed a "bulge" in the silicone segment. Although requested, there was no additional patient or event details provided to date.

Manufacturer narrative:
The customer complaint of/that a bulge in silicone segment was confirmed per customer-provided photos that show a balloon/bulge in the silicone segment tubing near the upper fitment. The customer reported that the device alarmed during an unspecified infusion. The user opened the door and noticed a bulge in the silicone segment. Although requested, there was no additional event details provided . The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Lot not provided by customer stated: ¿unable to narrow this down to a particular lot number at this time."

Event description:
It was reported that the device alarmed during an unspecified infusion, the user open the door and noticed a bulge in the silicone segment. Although requested there was no additional event details provided or patient impact.